Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that his blood glucose level was running very high. Customer's current blood glucose level was around 400 mg/dl. The customer did not receive all the no delivery alarms in the alarm history. The customer treated his blood glucose level with manual injections. Troubleshooting was declined. The device was not returned.

Manufacturer narrative:
The device was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Several bolus were also delivered. The device was delivered properly all bolus profiles. All bolus profiles were properly recorded at the bolus history and daily total history screens. No unexpected no delivery alarm or bolus stopped alarm noted during testing. However, the device was unable to download unit to carelink pro due to several alarms at the alarm history file. The device alarmed due to a corrupted history file. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.